Manufacturer narrative:
The device was returned to olympus for inspection. The investigation confirmed that the reported malfunction was due to the image guide has significant breakages. Based on the investigation, the most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the ultrasound bronchofibervideoscope had dots and lines in the image. The issue was found during reprocessing. There were no reports of patient involvement.

Event description:
No new information has been provided by the customer.

Manufacturer narrative:
Correction h3: device evaluated by mfg? Updated to yes. Olympus will continue to monitor field performance for this device.